Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump had been powering off intermittently for the past 2 weeks. The reporter stated that each time the pump would beep, the display went blank, powered back on, then they had to complete the rewind/load/prime steps. The battery and site/set/cartridge had been changed and the issue remained unresolved. The reporter denied any damage to the pump or battery cap, and stated the battery cap was secure and the yellow o-ring was not visible. The reporter denied evidence of moisture in the pump and stated that the battery cap had never been changed. The user guide recommends changing the battery cap every six months. The reporter stated that the top of the cap where a coin fits was starting to wear down. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.